Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825, ubd: unknown, UDI#: unknown. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20 and d15 are applicable. A0709: applicable to the em (electromagnetic) interface not recognizing, when any instrument was plugged in. A12: applicable to not being able to connect. A05: applicable to the fault light turning on. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received, information regarding a navigation system being used outside of a procedure. It was reported, that the em (electromagnetic) interface had its main fault light turned on. And it would not recognize when any instrument was plugged in. The interface did not have any apparent physical damage. The manufacturer representative (rep) grabbed a different interface from another system, which resolved the issue. There was no patient involvement.

Manufacturer narrative:
Work order completed: a manufacturer representative went to the site to test the navigation system. It was reported that the em interface was replaced. The system then performed as intended. Codes b01, c02 and d02 are applicable. H3: analysis was performed for product 9735521, lot number 603001994. It was reported that the returned side emitter was found to function normal. However, the cords' strain relief leading into the chassis spins freely and was not designed to do so. Codes b01, c02 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.